Manufacturer narrative:
Investigation summary: DHR review was performed on lot number 8095790; the lot number was built on afa line 4 from 06jan18 thru 09jan18. Packaged on packaging line 11 from 08jan18 thru 11jan18. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir no quality notification were initiated during the build of this lot number. Received 112 unused representative iag bc (B)(4) units in sealed packages from the lot number 8095790. (B)(4) units were in a dispenser and 62 units were loose. White fm was present at the catheter tubing on two of the returned units. The fm was identified to be non-foreign (porous plug shavings). Conclusion(s): manufacturing process ¿ foreign matter can be loosely attached to the catheter tubing due to the silicone lube. The fm observed on the tip of the catheter tubing was confirmed to be non-foreign (porous plug shavings) and to have resulted from manufacturing process.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter contained foreign matter. No serious injury or medical intervention was reported.